Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck within an introducer needle was confirmed and the cause was determined to be use related. The products returned for evaluation were one 0.035 in. Guidewire in a plastic hoop, one 18 g introducer needle, and two silicone end caps. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. An initial visual observation showed the guidewire was returned within the introducer needle and was indeed stuck within the needle cannula. Blood residue was observed on and within the returned samples. The core wire of the guidewire was observed to be broken and the coiled wire was observed to be unraveled. A microscopic observation revealed the needle bevel was damaged. The fracture site of the core wire of the guidewire was observed to be tapered and the fracture surface was flat and mostly smooth, which is typical of tensile failures. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The product IFU cautions: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined¿. A lot history review (lhr) of recn1957 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle was stuck with guidewire. On 1/17/2019 - returned wire was broken with evidence of use on a patient.